Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Technical services (ts) recommended reprogramming options. This ICD and rv lead remain in service. No adverse patient effects were reported.